Event description:
It was reported that froze on wire occurred. A 3.50mm x 12mm nc emerge balloon was advanced inside the patient, but the device became stuck with the guidewire. The device was removed together with the guidewire. Once outside the patient body, the guidewire was removed from the catheter. There was no damage noted on the device. The procedure was completed with a different device. There is no patient complications reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that froze on wire occurred. A 3.50mm x 12mm nc emerge balloon was advanced inside the patient, but the device became stuck with the guidewire. The device was removed together with the guidewire. Once outside the patient body, the guidewire was removed from the catheter. There was no damage noted on the device. The procedure was completed with a different device. There is no patient complications reported. It was further reported that the guidewire was non-boston scientific.